Manufacturer narrative:
Continuation of d10: product ID hh9020tdd erial# (B)(6) product type product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding a patient receiving unknown intrathecal medication via an implantable pump for spinal pain indications. The patient reported that they had their pump replaced on (B)(6) due to normal battery depletion. Patient stated after their first refill last wednesday, they noticed the handset was still taking a long time to connect to the pump. Agent walked patient through clearing data on the handset. Patient confirmed they were able to successfully deliver the bolus successfully. The troubleshooting steps that were taken on the call resolved the issue.